Manufacturer narrative:
A ge representative evaluated the system and reseated a connector on the display adapter board. System operates as intended.

Event description:
Customer reported an invalid video input error message. No pt injury was reported.